Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The pt had a precise 9 x 40 mm stent implanted during the elective index procedure. An angioguard 7 mm embolic protection device was used during the procedure. The target lesion was the left internal carotid artery. The lesion was reported to be: not calcified/tortuous, and a 77% stenosis. The lesion was not pre-dilated. The precise stent was not post-dilated. During the procedure, the pt experienced drop in blood pressure/hypotension. The indication for the procedure was a symptomatic transient ischemic attack (tia). The hypotension was treated using dopamine hydrochloride for one day with his blood pressure returning to normal the next day. The physician stated the hypotension was likely due to the stent placement. An act of 276/sec was recorded during the procedure. The residual stenosis was 10%. There was no debris/thrombus noted upon removal of the angioguard embolic protection device.

Manufacturer narrative:
Thirty-three (33) hours after the procedure, the pt developed an ischemic stroke demonstrating symptoms of consciousness disorder. Edaravone was administered and the pt recovered the next day. An MRI confirmed the stroke was on the contralateral side. The physician stated that the prolonged hypotension may have led to the stroke. The pt was discharged eleven (11) days after the procedure. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13401814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint zero (0) units were rejected during the final assembly of this lot. No non-conformance records were issued for this lot. This is one of two products used during the same procedure. Please reference MFR. Report# 1016427-2009-00159.